Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the stent of a 12mm x 80mm smart self-expanding stent (ses) delivery system could not be released. There was an indication that the stent was partially deployed when removed from the patient, and there was an unsuccessful attempt to deploy the stent after its removal. A new 12mm x 80mm smart stent was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU). The target lesion was the iliac artery, which exhibited moderate to severe calcification, no tortuosity, and 70% stenosis. During the procedure, the handle of the device was held flat and straight outside of the patient. This was during a procedure to treat a lower extremity artery. The smart delivery system was easily removed from the patient and remained in one piece during its removal. The device was returned for analysis. A non-sterile ¿smart 7fr(120cm) stent 12x80mm¿ was received for analysis inside of a plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, it was observed that the stent was in a partially deployed state. The lock tab was found partially advanced into the deployed position. A dimensional analysis was conducted, measuring the usable length. The measured length was within the specified limits, at 48.40 inches. Similarly, the outer member length was measured and found to be within the specified limits, at 49.09 inches. A functional analysis was performed to evaluate the deployment mechanism of the received device. During this analysis, the deployment mechanism was fully activated, resulting in the complete stent deployment as expected. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed as the device was returned with the stent partially deployed. However, the exact cause cannot be determined. Dimensional analysis was performed measuring the usable length of the sds and by measuring the outer member, both were found to be within specification. Functional analysis was then performed and the stent fully deployed with no difficulties and complete stent deployment as expected. Therefore, based on the information available for review it is likely procedural and/or handling factors during device preparation may have contributed to the event reported. The target lesion was the iliac artery, which had moderate to severe calcification and 70% stenosis likely contributing to the difficulties reported. According to the instructions for use, which is not intended to mitigate risk, ¿once the stent is partially deployed, it cannot be recaptured using the stent delivery system. Preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with heparinized saline using a 3-cc syringe to expel air. Continue to flush until heparinized saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20-cc syringe to expel air. Continue to flush until heparinized saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Introduction of stent delivery system: a. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. 4. Slack removal: a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. C. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent of a 12mm x 80mm smart self-expanding stent (ses) delivery system could not be released. There was an indication that the stent was partially deployed when removed from the patient, and there was an unsuccessful attempt to deploy the stent after its removal. A new 12mm x 80mm smart stent was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU). The target lesion was the iliac artery, which exhibited moderate to severe calcification, no tortuosity, and 70% stenosis. During the procedure, the handle of the device was held flat and straight outside of the patient. This was during a procedure to treat a lower extremity artery. The smart delivery system was easily removed from the patient and remained in one piece during its removal. The device was not returned as expected.

Manufacturer narrative:
Complaint conclusion: as reported, the stent of a 12mm x 80mm smart self-expanding stent (ses) delivery system could not be released. There was an indication that the stent was partially deployed when removed from the patient, and there was an unsuccessful attempt to deploy the stent after its removal. A new 12mm x 80mm smart stent was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU). The target lesion was the iliac artery, which exhibited moderate to severe calcification, no tortuosity, and 70% stenosis. During the procedure, the handle of the device was held flat and straight outside of the patient. This was during a procedure to treat a lower extremity artery. The smart delivery system was easily removed from the patient and remained in one piece during its removal. The reported events of stent delivery system (sds) deployment difficulty partial deployment¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to balloon rupture reported. Handling factors may have been a contributing factor to the reported failures. Vessel anatomy, such as the severe calcification and stenosis of the iliac artery, may have also been a contributing factor. According to the IFU, after removing the locking pin ¿deployment is initiated by rotating the tuning dial with the thumb and index finger in a clockwise direction until the distal stent markers and the distal end of the stent, visibly oppose the vessel wall. With the distal stent markers and the distal end of the stent opposing the vessel wall, stent deployment continues by pulling back on the deployment lever. Complete deployment of the stent is achieved when the proximal end of the stent and the proximal stent markers visibly oppose the vessel wall, and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Once the stent is partially deployed, it cannot be recaptured. No attempt should be made to recapture the stent.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 12mm x 80mm smart self-expanding stent (ses) delivery system could not be released. There was an indication that the stent was partially deployed when removed from the patient, and there was an unsuccessful attempt to deploy the stent after its removal. A new 12mm x 80mm smart stent was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU). The target lesion was the iliac artery, which exhibited moderate to severe calcification, no tortuosity, and 70% stenosis. During the procedure, the handle of the device was held flat and straight outside of the patient. This was during a procedure to treat a lower extremity artery. The smart delivery system was easily removed from the patient and remained in one piece during its removal. The device was returned.